Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 1798.8 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. Per clinic notes dated (B)(6) 2014, the patient¿s pain was located in his mid-back, left heel, and front of ble (bilateral extremities). The patient described the pain as sharp/aching. The pain was variable and constant. Activity made the pain worse. The patient¿s meds made his pain better. Associated symptoms included numbness/tingling. The patient¿s physical activity, emotions, concentration, and relationships were affected by the pain. The patient had had no changes in his other medications; no changes in his overall health; no new numbness or weakness; no ER (emergency room) or urgent care visits for pain since his last visit; he was taking his medications as prescribed; he had not taken any controlled substances (pain medication) that had not been prescribed to him; he did not share, sell, or otherwise permit others access to his medications; he did not use any illegal drugs or illicit substances; he felt the pain medication was helping his pain 50%; he felt the pain medication made him more functional; he was not concerned that he was addicted to the medication; and he had no trouble with constipation, sedation, or urination. He did complain of having withdrawal symptoms especially after doing activity; symptoms including runny nose, yawning, and an increase in pain. The patient¿s pain assessment at the visit was ¿4/10¿. Physical examination found the patient had no acute distress; he was alert and oriented to person, place, and time; he was conversant, and ¿attention to grooming¿. The reservoir volume per telemetry was 4.5 ml; the amount of med wasted was 5.5 ml; the pump fill volume was 20 ml; and the new low reservoir alarm date was (B)(6) 2015. The orders at the visit included return to office one week before (B)(6) 2015 and intrathecal pump revision for ¿mechanical complication of other implant and internal device not elsewhere classified for mechanical complication of other implant and internal device not elsewhere classified¿. Per clinic notes dated (B)(6) 2015, the patient was being seen for evaluation and treatment of ¿mid-back, l side, ribs, ha¿. The pain began 12 years ago. The patient reported that he had not had this pain before. The pain was not the result of an accident; it was work related; and a worker¿s compensation claim had been filed. The patient described the pain as sharp/aching. The pain was variable and constant. On a scale from 0 to 10 (0=no pain, 10=unbearable), the patient reported his pain as current pain 3/10, worst pain 8/10, and best pain 1 /10. Activity made his pain worse. Meds made the pain better. Associated symptoms included numbness/tingling. His physical activity, emotions, concentration, and relationships were affected by his pain. At the visit, the reservoir volume per telemetry was 4.5 ml, the amount of med wasted was 5.8 ml, the fill volume was 20 ml, and the new low reservoir alarm date was (B)(6) 2015. The orders at the visit included return to office one week before (B)(6) 2015. On (B)(6) 2015, the pump was replaced with a different manufacturer¿s pump. The issue was resolved. It was unknown if any troubleshooting or diagnostics were performed. The patient status was reported as ¿alive ¿ no injury¿. The diagnostics performed related to the patient¿s symptoms, the resolution of the patient¿s symptoms, clarification regarding the ¿mechanical complication¿ and the cause of the ¿mechanical complication¿ were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Corrected information: conclusion code and results code no longer applicable.